Event description:
On 11/05/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital in 2008. While hospitalized, the patient was administered heparin and began to have symptoms consistent with the hypersensitivity type adverse reactions from contaminated heparin. The patient passed the same day.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.